Event description:
A stereotactic radiosurgery pt at (B)(6) radiation oncology in (B)(6) was given treatment without the cone device that limits the radiation beam to a relatively small -approximately 14 to 20mm- circular beam. The pt received a portion of her treatment with a 5cm by 5cm square beam before the error was recognized, and the treatment stopped. That kind of error could easily result in the pt's death. The medical device used for the stereotactic radiosurgery treatment was sold by varian. The device was originally developed by (B)(4), a company that varian now owns. The device lacks a safety interlock which would prevent treatment without the circular beam limiting cone being in place. This is a glaring deficiency in the product design. Varian linear accelerators have many interlock safety systems. It is very odd, and in my opinion irresponsible, that varian would market a system without a basic, simple safety interlock when the system is designed to give a very high radiation dose in one treatment. This error occurred several yrs ago. (B)(6) radiation oncology has not treated very many stereotactic pts, so the pt's name should be relatively easy to find. The mgmt at (B)(6) has actively pursued a course of hiding this event from the (B)(6) dept of health.